Event description:
Met resistance when trying to insert a maquet datascope 50cc iab catheter through the sheath. Two 50cc catheters were tried, but encountered the same difficulty. A smaller sized balloon catheter was then inserted without difficulty.